Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2020 with infection/sepsis symptoms ex. Fever, dry cough, respiratory restriction, and diarrhea. CT scan on (B)(6) 2020 showed ascending driveline infection which caused sepsis. Driveline smear tests were positive for staphylococcus. The patient was treated with antibiotics, dressing change, and is currently being monitored in the intensive care unit. During the last cardiological outpatient visit on (B)(6) 2020, the patient refused to change the dressing from the driveline because the area was dry and irritation-free. Also during the admission period, the patient had right heart failure symptoms ex. Central venous saturation of 50.4%, progressive peripheral edema, and orthopnea. Echocardiogram showed reduced rv function and high-grade tricuspid insufficiency. Cardiac decompensation was diagnosed in septic shock. The patient was treated with catecholamines and diuretics.

Event description:
It was later reported that driveline smears were collected and revealed different strains of staphylococcus (caprae, epidermidis, and dysgalactiae). In response, the patient received unspecified antibiotics and an intensive driveline exit site dressing change. Sepsis was not reportedly detectable in the patient¿s blood samples prior to patient being transferred to a different hospital on (B)(6) 2020, and the tricuspid insufficiency reportedly resolved. The staphylococcus epidermis reportedly was not resolved at the time of the transfer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events (driveline infection, sepsis, right heart failure, and patient condition) cannot be conclusively determined through this investigation. The patient and remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 30aug2016. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use, rev. G contains the following information: section 1 lists infection, right heart failure, and sepsis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.